Event description:
The customer reported that he was driving and had to pull to the side of the road while the paramedics were called due to his low blood glucose. The customer stated that they checked him, but he refused to be taken to the hospital. The customer declined to troubleshoot and stated that he will call his doctor to troubleshoot rather than doing on the phone. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.